Manufacturer narrative:
There was no report of any malfunction of a da vinci system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted re-do nissen fundoplication procedure to repair a failed anti-reflux surgery, significant unexpected bleeding occurred from the splenic vein, requiring conversion to an open approach. As the procedure approached completion, the surgeon began cleaning the area and collecting gauze when large blood clots were noted near the spleen. Despite approximately 45 minutes spent attempting to localize the source of bleeding, it could not be identified, necessitating a conversion to an open procedure. Once the procedure was converted, the bleeding source was identified as the splenic vein, which was repaired by suturing. The estimated blood loss was approximately 300 ml. The spleen was closed, and the procedure was completed without further complications. The surgeon speculated that the splenic vein was inadvertently injured, likely while using the laparoscopic suction irrigator instrument during final clean-up.